Manufacturer narrative:
During device evaluation, the reported event of the tip/angle nut was missing was confirmed. The angle nut was missing due to being removed. Per the instructions for use: when removing the ultrasonic tip, do not remove the tip. The device was discarded by the manufacturer following evaluation.

Manufacturer narrative:
After thorough evaluation of this issue, it was determined that a disassembling of the angle nut does not pose a safety risk to the user or patient.

Event description:
If was reported that after a surgical procedure, the angle nut was missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
If was reported that after a surgical procedure the angle nut was missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.